Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into thefilling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air bubbles were observed in the infusion set tubing. Customer had not removed the air from the cartridge during the loading process. Air bubbles were removed and insulin delivery was resumed. Blood glucose was 400 mg/dl.